Event description:
It has been reported to philips that iscv was in ''web only'' mode and the user was unable to export studies. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. Philips has started an investigation for this complaint.